Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section b7 (relevant medical history). Section d1 (brand name). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section d11 (concomitant medical products: ivc filter introducer, cannula, catheter, bovie electrocautery, retractors, stapler, 32fr shiley 8dct tracheostomy tube cuffed). Section g4 (date received by the manufacturer and PMA/510(k) number). Section h4 (manufacturing date). Section h6 (evaluation codes). Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, patient had placement of an ivc filter with fluoroscopic guidance, left thoracotomy, left lower lobe resection and chest tube placement under general anesthesia. The patient's bilateral lower extremities and groins were prepped, and the right femoral vein was cannulated passing the ivc filter introducer into the ivc. An initial venogram was shot and difficulty visualizing the renal veins was noted. A second venogram was shot from the level of t11 to the sacrum. Using fluoroscopic guidance, the filter was deployed due to emboli with dvts at the lower border of l4. The patient was said to have tolerated this portion of the procedure well and without complication. The fissure on the left lower lobe was bluntly dissected, a chest tube was successfully placed, and the patient continued with another physician for tracheostomy and peg. The filter subsequently malfunctioned and caused injury and damages including, but not limited to dvt. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient underwent placement of an ivc filter with fluoroscopic guidance, left thoracotomy, left lower lobe resection and chest tube placement under general anesthesia. The patient's bilateral lower extremities and groins were prepped and the right femoral vein was cannulated passing the ivc filter introducer into the ivc. An initial venogram was shot and difficulty visualizing the renal veins was noted. A second venogram was shot from the level of t11 to the sacrum. Using fluoroscopic guidance, the filter was deployed due to emboli with dvts at the lower border of l4. The patient was said to have tolerated this portion of the procedure well and without complication. The fissure on the left lower lobe was bluntly dissected, a chest tube was successfully placed and the patient continued with another physician for tracheostomy and peg. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 2-months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc.

Manufacturer narrative:
As reported a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately two months post implant. According to the medical records the indication for the filter placement was emboli with dvt¿s. The filter was placed via the right femoral vein and deployed at the lower border of l4. The patient was said to have tolerated this portion of the procedure well and without complication. The filter implant procedure was immediately followed by a left thoracotomy, left lower lobe resection, chest tube placement, tracheostomy and peg tube under general anesthesia. The patient subsequently reported filter fracture, anxiety, pain and blood clot in leg. Additional information provided by the patient indicated that the patient also experienced filter tilt, filter embedded in wall of inferior vena cava (ivc) and stenosis. Approximately three years and six months post implant the patient had an unsuccessful percutaneous removal procedure. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per a second amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced filter tilt, filter embedded in wall of inferior vena cava (ivc) and stenosis. The patient became aware of the reported events approximately two months after the index procedure. Approximately three years and six months after the index procedure the patient had an unsuccessful percutaneous removal procedure.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient developed a deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient underwent placement of an ivc filter with fluoroscopic guidance, left thoracotomy, left lower lobe resection and chest tube placement under general anesthesia. The patient's bilateral lower extremities and groins were prepped and the right femoral vein was cannulated passing the ivc filter introducer into the ivc. An initial venogram was shot and difficulty visualizing the renal veins was noted. A second venogram was shot from the level of t11 to the sacrum. Using fluoroscopic guidance, the filter was deployed due to emboli with dvts at the lower border of l4. The patient was said to have tolerated this portion of the procedure well and without complication. The fissure on the left lower lobe was bluntly dissected, a chest tube was successfully placed and the patient continued with another physician for tracheostomy and peg. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 2-months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The following additional information was received per amended patient profile form (ppf): the patient reports filter fracture, anxiety, pain and blood clot in leg.

Manufacturer narrative:
Additional information: section b3 (event date) section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes: device code of fracture added). Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The patient underwent left thoracotomy, left lower lobe resection and chest tube placement. This was done in conjunction with implantation of a filter via the right femoral vein and placed at the lower border of l4 due to emboli with deep vein thrombosis (dvt). The patient is reported to have tolerated the procedure well and without complications. This was followed by tracheostomy and the placement of a percutaneous endoscopic gastric tube. Approximately two months after the filter implantation, the patient became developed a dvt. The patient reported that the filter had fractured. The patient also reported blood clots, clotting and/or occlusion of the inferior vena cava (ivc) anxiety, pain and blood clots in the leg associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.